Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Customer was advised to contact healthcare provider for backup therapy. Technical support arranged shipment of replacement pump.

Manufacturer narrative:
UDI # added